Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's usb cable was damaged and frayed and could not be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse effect to customer's blood glucose level.